Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels of 751 mg/dl. The customer stated that his blood glucose levels kept rising even though he was giving himself boluses. The customer was not in an accident. The customer stated that he also was suffering from congestive heart failure on top of the high blood glucose values. The customer was wearing the insulin pump at the time of hospitalization. Advised customer to monitor the insulin pump. Customer declined troubleshooting for his blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.